Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tubes, the device experienced the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: "roughly 3 months ago, I collected the patient's blood sample using a needle and syringe technique. I noted that the patient was difficult to collect bloods from the start. I then transferred the collected blood sample on the syringe to the bd blood tube (edta purple tube) using a blood transfer device. As I was mixing the tube, I suddenly realized the tube cap popped off. Blood spilt to the floor and unto my gloved hands." As per phlebotomist, there were no patient blood exposure to phlebotomist's own skin. Phlebotomist was wearing ppe all the time. There was also no reported blood exposure back to patient.